Event description:
Reportedly, in 2002, during the l.a.r., the surgeon fired the instrument but no staples came out. The surgeon had to use another roticulator but repositioning the instrument and lost some space. One week later, the surgeon had to proceed a permanent colostomy.